Event description:
The customer reported background failures for the rbc (red blood cell) and plt (platelet) parameters when using the coulter act diff 2 analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and observed that the probe was touching the electrode in rbc (red blood cell) bath. The fse moved (repositioned) the electrode in the rbc bath to resolve probe contact and background failures. (B)(4).